Event description:
It was reported by the customer that a pyxis medstation es system has not uploading the data. The customer stated that the required medication was retrieved from an alternative device. The medication called lacosamide 20ml and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined station had a communication issue. A technical support specialist cleared the catches to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device.